Event description:
The customer reported that insulin squirted out during the manual prime process. The blood glucose reading was 115mg/dl. The caller stated that the device alarmed and was stuck in the prime loop. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had scratched display window, cracked reservoir tube lip, and cracked battery tube threads.